Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported the mass melted after 1 hour of use. There was no reported harm. A photograph was provided which showed the mass melted, exposing the inner film layer. No further information was provided.